Event description:
On (B)(6) 2013, the physician called the manufacturer to follow up on the programming system issues he was experiencing. He stated that his handheld was going out and the wand would not hold a charge. The physician stated that he had replaced the wand battery with several different 9v batteries from several different stores, but none of them worked anymore. He stated that he pushed both red buttons together, but the green light only flickered for a few seconds then went out completely. The physician then stated that the handheld screen was so dim, he could barely see anything. The physician has left the handheld plugged in for two weeks; however, the power light has never gone from red to green, and regardless of if the device is plugged in or not, he cannot get the screen to come up. This issue has been occurring for the past two to three months since this phone call. The physician tried to increase the brightness on the screen by pressing the appropriate buttons on the device; however, this did not change anything. A hard reset similarly did not resolve the issue. Attempts are being made for product return; however, the programming system has not yet been returned. The issues on the wand are being investigated in a separate complaint file.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, a physician reported issues with his programming system beginning six weeks prior. The device was reportedly slowing down and having screen freezes. The physician also reported that the backlight was very dim and that the device would not respond to screen touches. Connections were checked, no pins were bent, the screen was cleaned, the wand battery was replaced, and hard resets were performed. The issues were consistent as they were happening with multiple patients. The software events are captured in MFR report #1644487-2013-02355. The programming computer events are captured in MFR report #1644487-2013-02354.

Event description:
The handheld and software were returned to the manufacturer for evaluation. No anomalies associated with the handheld display were noted during testing. During the analysis it was identified that the serial cable hood was damaged. Because the damage, the connector in the hood assembly was loose and difficult to fully insert into the handheld. No further anomalies were noted during testing using the ac adapter or the main battery with a full charge. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed. According to functional specifications.